Event description:
It is alleged that the tip of the cutter broke off in a pt's tmj joint. It was reported that the hosp did not have the proper instruments, so it reportedly took 1 1/2 hours to remove the tip. No pt injury was reported.